Event description:
It was reported that three weeks after implant, the device showed high impedance measurements that occurred also during provoking maneuvers. During the revision surgery, the lead impedance was measured and reported as okay, so a device connector problem was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found